Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 alarm that appeared on the home choice (hc) during dwell. The technical service representative (tsr) explained the alarm to the home patient (hp) and asked the hp if she was connected when the machine alarmed, the hp stated yes. The tsr asked if she noticed anything unusual about the bags, the hp stated she only uses one bag on the heater. The tsr asked if the other unused clamps were closed, the hp stated no, she leaves them open. The tsr explained any unused supply lines need to be close to avoid this type of alarm. The tsr had hp turn off the machine until she is ready to setup tonight. The tsr asked how the hp completed therapy; the hp stated she missed therapy last night. The tsr asked if the hp contacted their peritoneal dialysis registered nurse, the hp stated yes and was told to do a manual drain because she is dry during the day. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp on a unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A batch review could not be conducted as the lot number was unknown.